Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a buretrol solution set did not stick to the non-baxter bag resulting in a leak at the connection port. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was not possible to determine if the unit had the reported defect. In the image, it was observed that the set had all the components, and the photograph did not show a leak or defective spike. There was not enough information in the picture to find a root cause. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.